Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the lights were out on the module control board. The field service engineer replaced controller to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and not detected on bus. The customer added that they were able to retrieve medication after the field service engineer fixed the issue. However, there were no adverse events or injuries reported based on this event.